Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
The viperwire guide wire spring tip fractured when an attempt was made to withdraw the guide wire following a procedure in the dorsalis pedis. The physician attempted to snare the spring tip but was unsuccessful, and a 10mm fragment remained in the vessel. No additional patient complication was reported.